Event description:
On or about (B)(6), 2008, the pt was implanted with an ams monarc sling. It was reported that the pt has "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgeries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.